Manufacturer narrative:
(B)(4).

Event description:
A motor stall occurred. The pt experienced excessive pain. There was reported to be no pt injury. The device system was used to deliver morphine. A f/u report will be sent if additional info becomes available.